Event description:
It was reported that the patient¿s blood glucose (bg) reached 350 mg/dl while wearing the pod longer than 48 hours on the abdomen. After realizing elevated bg levels, the patient found cannula had not fully deployed as intended. The ketones were positive.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. After investigation, no damages or defects were observed to the needle mechanism that would prevent the needle from deploying as intended. The cannula was found to have deployed as intended. No damages or defects were observed that would prevent the device from functioning as intended.